Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and analyzed. The distal conductor was fractured and the defibrillator conductor was distorted. The inner tubing was kinked/buckled and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism.

Event description:
The patient reported that the patient alert triggered and received an inappropriate shock. The patient then went by ambulance to the hospital. Once at the hospital, it was determined that the pace/sense portion of the lead fractured. The therapies were turned off, yet the patient was apprehensive that further inappropriate shocks would be delivered. The lead was removed and replaced. No further patient complications were reported as a result of this event.